Manufacturer narrative:
Correction to g3 - report source: study added as a report source. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a5a, a5b, b7, d8, g1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years following the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, stenosis of the valve was identified and a transesophageal echocardiogram (tee) showed a mean gradient of 31 mmhg, with an aortic valve area of 0.6. Medication was prescribed. Four years post valve implant, the mean gradient increased to 41 mmhg with a velocity of 4.1. It was noted that this was not a significant change since the tee one year prior. The tee six months prior, identified normal aortic valve function without thrombus. No dyspnea was reported. Five years post valve implant, a tee revealed that the mean gradient increased to 52 mmhg with an aortic valve area of 0.68. The leaflets appeared thickened with possible calcification. Blood work showed b-type natriuretic peptide (bnp) and hemoglobin plasma likely due to elevated transvalvular gradients. A repeat cardiac structural computed tomography (CT) showed severely calcified leaflets with aortic stenosis (as) and a stable pulmonary nodule. Five years, one month and twelve days following the implant of the valve, a transcatheter aortic valve replacement (tavr) procedure occurred. A second transcatheter bioprosthetic valve was implanted valve-in-valve and resulted in a mean gradient of 11. No additional adverse patient effects were reported.